Event description:
I started to use poligrip in late 60's or early 70's. Stop using in 2009. I was diagnosed for neuropathy in 2008. That when I started to notice legs tingling, numbness and swelling. I am going to have my blood and urine tested in the next wk. I known my legs and feet will never be right. I can never be right again. Dose or amount: denture cream, frequency: 2 x day, route: oral. Dates of use: 60's - now. Diagnosis or reason for use: denture cream. Event abated after use stopped: no.